Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: investigation revealed that the battery compartment was cracked. The battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. Unrelated to the battery compartment issue, investigation revealed that the bolus button cover was missing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on 08/25/2015.